Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported while interrogating the device a message call technical support or back to nominal values appeared. When the clinician went back to nominal values, he had got the out of box settings. After reprogramming and sending patient to home, he saw the patient next day and parameters were fine. The device remains implanted.